Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Patient called stating she had a left hip replacement done on october 24, 2007 and wants to know if her implants are part of a recall. Patient is asymptomatic at the time of this call.

Manufacturer narrative:
Reported event: an event regarding a recall query involving a metal head was reported. Conclusion: patient called stating she had a left hip replacement done on (B)(6) 2007 and wants to know if her implants are part of a recall. Patient is asymptomatic at the time of this call. Based on review, it has been confirmed that the reported device was involved in recall pfa# 1757583. The complaint was solely submitted regarding a recall query, the patient is asymptomatic and no device issues were reported. No further investigation is required at this time. If additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. H3 other text : device not returned.

Event description:
Patient called stating she had a left hip replacement done on (B)(6) 2007 and wants to know if her implants are part of a recall. Patient is asymptomatic at the time of this call.